Event description:
The rptr indicated that the device was originally programmed to 2.5 volts. The pt underwent surgery on the pancreas. During the surgery, the cardiologist reprogrammed the device using an rx2000 programmer. The dr rec'd the backup reset message and successfully rest the device. The next date, the device was inquire with an rx5000 and found to be set at 2.0 volts.

Manufacturer narrative:
The software behavior could not be duplicated with the info that was provided in the verbal complaint. More detailed info is needed.